Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus repair center in hamburg for evaluation. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon was reproduced. The camera cable of the device was damaged and defective. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.